Manufacturer narrative:
Per the clinic, a procedure was performed to removal the abutment on (B)(6) 2016. During the procedure, skin was excised at the implant site. This report is filed september 9, 2016. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an edema and experienced pain and inflammation at the implant site. Subsequently, the patient was prescribed topical antibiotics for on (B)(6) 2015, for a duration of one month. The site improved; however, further irritation developed and the patient was prescribed topical antibiotics on (B)(6) 2016. The issue did not resolve, resulting in the decision to discontinue use of the device. The implanted device remains.

Manufacturer narrative:
Correction: the patient was prescribed topical antibiotics on (B)(6) 2015, not may 5, 2016 as previously reported. (B)(4).